Event description:
A cartridge change error was reported with the customer's pump. There was no reported impact to the customer¿s blood glucose level. Technical support guided the customer through several troubleshooting steps, including removing the cartridge and inspecting the o-ring. The customer successfully cleaned the pneumatic tap area, attached a new cartridge, and completed the loading process, allowing insulin delivery to resume.